Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed multiple low flow alarms; however, a specific cause for these alarms could not be conclusively determined. The system controller event log file contained events from 22apr2026 through 12may2026, per the timestamps. Intermittent low flow hazard alarms were captured on (B)(6) 2026. No other notable events or alarms were captured. The pump operated at the set speed for the entirety of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Chapter 1, ¿introduction¿, lists adverse events that may be associated with the heartmate 3 lvas including hemolysis (not associated with suspected device thrombosis), hepatic dysfunction, and right heart failure. Chapter 4 of the IFU, heartmate touch¿ communication system, describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio range. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for analysis for the patient who presented with volume overload, transaminitis and lactate dehydrogenase 713. It was noted their plasma-free hemoglobin was at 100 and the patient had tea colored urine. Outflow graft obstruction was ruled out in april, and the site wanted to rule out pump thrombosis versus right ventricular failure. Since the time the obstruction was ruled out, the log files estimated flows had been in the low 3 lpm range. No rotor instability or rotor noise flags noted in the log.